Event description:
A dade behring rxl chemistry gave clinically significant incorrect results for troponin I. The result was 0.46 (normal value is 0.00-0.34). The test was rerun prior to release. The repeat result was 0.16. The incorrect value was not released and did not affect pt care.